Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted and did not move freely with uncontrolled motion. It is unknown if the 30-degree endoscope was installed in up or down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. The endoscope and endoscope¿s adapter/base were not still engaged/in-synch/attached. Prior to the event, the endoscope was not manually rotated 180 degrees.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to press the instrument clutch after the endoscope is removed from universal surgical manipulator (usm2). The problem was cleared on the second attempt. Customer would continue to monitor the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Reseating and clutching the instrument resolved the issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a 30 deg camera base and image flipped upside down although they wanted to use the scope as "down" but it turned "up". Tse advised the customer to press the instrument clutch after the endoscope was removed from universal surgical manipulator (usm2). The problem was cleared with second attempt. The procedure was completed with no reported injury.